Event description:
Additional information. The device was checked, and the reporter stated ''everything'' was tried. The issue was not resolved, and per the reporter it was thought the device was ''faulty.'' The device was explanted.

Event description:
It was reported the patient had problems with the device following a replacement in (B)(6) 2011. After the replacement the patient had a sudden ''burst'' of ''extreme'' dyskinesia. The patient also had an uncomfortable surge every time the device was interrogated with the patient programmer. This issue was observed by a nurse once. The nurse observed the device automatically increase the voltage to the maximum window set, and then the stimulation was ''very'' uncomfortable for the patient. This issue did not occur when the device was interrogated with the physician programmer. No patient injury was reported, and the device was going to be explanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Additional information. The device had been programmed so that there was a set window parameter for the patient to increase or decrease the amplitude settings, but the patient tended to not increase the settings because of severe dyskinesia. Initially it was thought the programmer was the cause of the problem. As a result a new patient programmer was tried, but the problem still occurred. As soon as the programmer synched with the device the screen showed the voltage "ramping" to the maximum window parameter. The voltage ramped up to the maximum in 2-5 seconds. The patient was in discomfort such that the device had to be switched off, and the voltage returned to normal values by manually setting it to a lower level before turning the device back on. The patient had similar events occur at home, and the same event happened again at the patient's last clinic visit 2 weeks ago. Impedances were measured and the impedances on one electrode were high but "not exactly worryingly high." The specific values were not reported, and the device was reprogrammed around the electrode with high impedances.

Event description:
Additional information. It was noted the patient was unable to use the 'usual stimulation window' with his patient programmer. The device was going to going to be checked, but a date had not been set yet.

Manufacturer narrative:
Analysis of the neurostimulator model 37601 serial (B)(4) found no anomaly. Analysis of the adaptor model 74002 lot unknown found the 0 and 5 conductors were broken in the adaptor 0.5cm from the connector area. Circuits 0 and 5 were open. (B)(4).

Manufacturer narrative:
(B)(4). The manufacturing site ID was previously reported as #3007566237. Additional review indicates the correct manufacturing site ID is (B)(4).

Event description:
Additional information received reported that the patient was re-implanted with a kinetra.